Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ventricular tachycardia. The patient was shocked by his implantable cardioverter-defibrillator at home 3 times and called emergency medical services (ems). They had an episode of dizziness before each shock. A review of electromyography in the emergency room revealed that they were in afibrilation with an intermittent rapid ventricular response. The patient was placed on amiodarone and lidocaine and the patient continued to be shocked. They were intubated. The patient's outcome was not device or therapy related. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported arrhythmia and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: a review of electromyography in the emergency room revealed that they were in atrial fibrillation with an intermittent rapid ventricular response.